Event description:
On 04/10/1998 following a carotid stent procedure with multiple sheath exchanges, an angio-seal device was placed in a pt's right groin. The physician noted oozing around the site during insertion of the device sheath, and during deployment a hematoma was noted to develop, manual pressure was held for approximately one hour, and the heparin was then restarted without bolus. The pt rebled over the weekend, therefore the heparin was again discontinued, on monday 04/13/1998, the pt underwent an ultrasound and was found to have a pseudoaneurysm.. The ultrasound also identified a "lump" which the physician felt may have been indicative of collagen in the artery; however, no flow reduction was noted distally. The pt later developed a cerebrovascular accident which the physician felt may have been related to the discontinuation of heparin. There has been no further report to the MFR of complication.